Manufacturer narrative:
The device history record (DHR) for the lot number 266047 was reviewed on 1/7/2019 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542660, lot #266047, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor siltex round moderate profile 375cc saline prosthesis and right sided deflation was observed post procedure. As a result, bilateral prosthesis replacement with 385cc mentor memorygel breast implants was performed.